Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was from a care giver who had a leak coming out of patient line. The complaint was not confirmed due to a lack of sample. Root cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During follow up for a check heater line alarm, corporate product surveillance (cps) received a report from a home patient (hp) who said they noticed a leaking set during prime. The hp said it comes from the tubing set coming from the machine and not the catheter or line from him. The hp said that if his wife pushes hard on the blue cap on the top it dissipates. The hp said he had not spoken with his nurse about it, but has an appointment with her on (B)(6) 2011. The hp said he did not see any damage and could not specify whether or not it was coming from a hole, or was coming out of the top of the patient line. The hp was continuing therapy successfully. The patient was involved, but there was no serious injury or medical intervention indicated at the time of the initial report.